Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was noted to have ventricular pacing when atrioventricular delay was programmed beyond the intrinsic pulse rate. Boston scientific technical services (ts) confirmed that the left ventricular (lv) lead was off. In addition, biventricular trigger was confirmed to be enabled in normal device programming and ventricular sensing was observed after reprogramming. The device remains in service. No adverse patient effects were reported.